Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va240cc serial# implanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 14-nov-2023, UDI#: (B)(4)b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they noticed a couple of months before they saw their doctor in december and had their system checked, their device was not functioning, the "lead was blocked" something moved and their doctor checked it they may have it removed or replaced. Pt also reported they cannot use the remote to communicate, it is the original remote they got in 2020 and it does not become charged. Redirected to their doctor regarding the "blocked lead" and warm transferred pt to mobility for handset support. Patient also reported, they have lower back pain that started 10 years ago, prior to getting the device and they are trying to get an MRI and they were calling for the model/serial for their lead. Reviewed MRI information, redirected to their doctor.